Event description:
It was reported by a pt/user of the fmc peritoneal dialysis (pd) liberty cycler that the device was alarming during setup. Pt also reported that they were released from the hosp for an infection in their peritoneal cavity. Pt was originally hospitalized due to abdominal pain.

Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to the fmc device. Clinical investigation indicates the peritonitis hospitalization event and the umbilical hernia info were provided as relevant recent pt history. These events were not alleged to be related to the fmc device. These events were not alleged to be related to the fmc device. These events predated the cycler complaint. Product investigation concluded that the reported alarm was verified during testing and the problem was resolved by calibrating the pt sensor 1 and 2. There was visual evidence of dried fluid in the cassette compartment. There was no dried fluid in the pneumatic and vacuum lines. The investigation found no evidence of an equipment failure that would cause a fluid leak. A device history record was extracted and device met requirements. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.